Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation results are based upon the user facility information and the evaluation of the retention samples from the reported product code/lot# combination as well as the surrounding lots. There were no visual anomalies noted during the visual evaluation. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The user facility reported two devices used in the same event with the same product code/lot# combination, see MDR 1118880-2016-00157. The investigation results verified that the retention samples were normal product. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: the doctor experienced excessive bleeding leaking out of the valve; the device was switched out for another rss702 from the same box; the doctor experienced the same leaking from the valve; blood loss was less than 250ml; the procedure was completed successfully; and the patient was reported as doing okay.